Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient would like to meet to get better coverage of their pain area. The rep indicated that the issue began sometime in (B)(6) 2018. The hcp stated that the patient¿s expectations need to be reset. The plan is to meet the patient on (B)(6) 2019 to reprogram the device. Additional information was received from a manufacturer representative (rep). It was reported that electrode zero was out of range. It was noted that the electrode was not used in the programming. The patient reported that they were getting better pain relief than they were when they started. The patient noted that they had new pain on their left buttock that is farther lateral. The patient was given two new groups. No further complications are anticipated.